Event description:
The plaintiff alleges that while working as a nursing student and thereafter as a nurse plaintiff was caused to come in contact with and be exposed to latex containing products, including but not limited to latex powdered gloves. Plaintiff alleges that plaintiff was exposed to substantial amounts of airborne latex dust, latex containing powder and/or various additives. Plaintiff also alleges that as a result of this exposure plaintiff has sustained serious, severe and permanent bodily injuries, pain and suffering, and will be caused to endure additional pain and suffering for an indefinite time in the future. Furthermore plaintiff alleges that plaintiff has sustained numerous injuries, including, but not limited to, the following: asthma, rhinitis, respiratory problems, hives, contact dermatitis, edema, nausea, lightheadedness, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent and continuing nature and life-threatening nature. Plaintiff further alleges that plaintiff has suffered and will continue to suffer considerable mental anguish, limitation and restriction of their usual activities, pursuits and pleasures. Plaintiff alleges that plaintiff has been caused to suffer and will continue to suffer substantial loss of earnings and earning capacity. Finally plaintiff alleges that plaintiff has been forced to expend sums of money for medical care and treatment and will continue to be caused to expend such sums indefinitely into the future.